Event description:
It was reported that intima-ii 18gax1.16in prn slm was broken. The following information was provided by the initial reporter: on (B)(6) 2020, the patient proceed the internal fixation for right calcaneal fracture under the combined lumbar and epidural anesthesia. When used the indwelling needle to puncture, it was found the catheter was broken, then removed it and compared the length, the catheter was taken out completely. There is nothing left in the patient, and no harm for the patient.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8262043. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications.unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that intima-ii 18gax1.16in prn slm was broken. The following information was provided by the initial reporter: on (B)(6) 2020, the patient proceed the internal fixation for right calcaneal fracture under the combined lumbar and epidural anesthesia. When used the indwelling needle to puncture, it was found the catheter was broken, then removed it and compared the length, the catheter was taken out completely. There is nothing left in the patient, and no harm for the patient.